Manufacturer narrative:
Evaluation code-result (B)(4) and evaluation code conclusion (B)(4) apply to the leads (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 4351-35, serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017. Product type lead product ID 4351-35, serial# (B)(4). Implanted: (B)(6) 2015 explanted: (B)(6) 2017. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the patient had an endoscopy performed by another hcp in (B)(6) 2016 where it was determined that the lead had eroded into the stomach. The patient waited until recently to tell their hcp. The hcp removed the system on (B)(6) 2017. It was noted that the patient was diagnosed with cushing's disease after the product was implanted. The hcp believed that this contributed to the lead erosion. The issue was resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
Analysis determined that the continuity of the leads were complete and there were no electrical shorts between the circuits. The distal end of the leads were not returned and it was noted that the lead was returned, segmented. There was good stable output observed on all electrode pairs. No significantly anomalies were found. If information is provided in the future, a supplemental report will be issued.